Event description:
On (B)(6) 2013, the reporter contacted animas alleging a crack in the pump case. The reporter stated they noticed a crack near the battery compartment when the display screen started to fog after swimming. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: moisture was observed in the battery compartment. A crack along the battery compartment threads was observed. A leak test was performed and revealed a battery compartment leak. The pump case was opened and further evidence of moisture inside of the pump was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.